Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that energy was not being delivered to the tissue. They examined the hemopro wand and noticed separation of the electrode from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that energy was not being delivered to the tissue. They examined the hemopro wand and noticed separation of the electrode from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned on 01/20/2020. An investigation was conducted on 02/20/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the jaws. The heater wire was observed to be flexed away from the center to the tip of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent".